Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the act and esc buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 64 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, and a stained end cap sticker.